Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that contrast media was leaking from the hub of the introducer. The device was being used to treat a total chronic occlusion of the right superficial femoral artery via approach from the right popliteal artery. When the physician attempted to perform angiography after puncture, contrast media leaked from the hub. The procedure was successfully completed using another micro-puncture set. There have been no adverse effects to the patient reported.